Manufacturer narrative:
(B)(4). The initial report inadvertently did not include this data.

Event description:
An implant card was received and reports that the patient was reimplanted with vns on (B)(6) 2015.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient does not have an infection and that the patient had no adverse events or wound dehiscence.

Event description:
A company representative later received follow-up from the physician stating that the patient was on antibiotics. The patient&#38112;lead and generator were explanted due to infection at the generator site. The suspect device was received for analysis. Analysis was completed for the generator. The device performed according to functional specifications, and analysis concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient developed an infection at the generator site after a generator replacement on (B)(6) 2015. It was reported that there was ¿oozing¿ coming out of the incision site. No known interventions were reported.

Manufacturer narrative:
Device evaluated by MFR, corrected data: the supplemental report #3 inadvertently indicated that the suspect device evaluation was pending, but should have checked ¿yes.¿

Event description:
Analysis was completed on the returned lead portion. A large portion of the lead assembly including the electrodes was not returned for analysis and a complete evaluation could not be performed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There is no evidence to suggest an anomaly with the returned portions of the device.